Event description:
Pt notified dr of a "locked" knee syndrome. Surgeon scoped knee to trim the anterior cruciate ligament. While trimming the anterior cruciate ligament via scope, discovered pieces of plastic floating freely. He then opened the knee and removed the worn plastic insert and replaced with a new insert. Surgeon reverified slope to be similar to non-effected compartment. (Left medial compartment).